Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they having issue with the keypad on the insulin pump. The customer¿s blood glucose level was 115 mg/dl at the time of the incident. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.